Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot lmj319, and no non-conformances were identified. Investigation summary: it was received for analysis an unopened sample of product code m656, lot lmj319. The product code is multi-strands and required two strands per packet. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. The needle pulled off the suture during use. The broken piece was retrieved from the patient. Changed another one to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.